Event description:
One pt with false negative leukocyte result that confirmed 20-30 wbc/hpf. Initial result not reported, pt not adversely affected. If additional info is received, appropriate notification will be provided.